Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to access the patient medications. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to access to patient medications. The technical support specialist (tss) verified patient status via sql server management studio (ssms) and confirmed missing admit messages. The customer was advised to have the admit discharge transfer (adt) team resend an a01/a 04 message to update the patient status to admitted or alternatively enable show preadmission. The patient status was successfully changed to admitted, medications became visible, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist (tss) investigated the issue.